Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the sys error 105. The reported symptom was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming sys error 105. It was also reported that there was no pt injury.